Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h6 ( type of investigation) corrected sections : b5, h6 ( device code, investigational findings, investigational conclusions). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve.an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is procedural factors, including implantation of an undersized valve in relation to the patient's body size. This is supported by the fact that a larger valve was implanted in replacement. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry that a patient with a 19mm 11500a aortic valve in aortic position was explanted after an implant duration of 9 months, 23 days due to patient prosthetic mismatch and severe aortic stenosis. The explanted valve was replaced with a 21mm 11500a inspiris resilia valve. The patient was discharged on pod #23. Per medical records preoperative diagnosis included previous aortic valve endocarditis, severe ppm and severe as, right atrial mass and paf/ intraoperative pre redo discovery of rvot/pulmonary gradient of 20mmhg. The patient underwent ascending replacement with a 28 mm graft, lvot and root enlargement by modified manougian, avr with 21mm inspiris, rvot enlargement , a 28 mm graft was used to patch the pa into the annulus and the anterior wall of the rv as an rvot enlargement, and pvr with a 21mm inspiris. Right atrial mass removal and subaortic membrane removal. Small right atrial lesion removed was sent for culture/gram stain. The aortic root and valve was inspected, there was a layer of possibly healed endocarditis covering the valve and extending into the coronary ostia. The healed layer of endocarditis was removed in its entirety. Both bioprosthetic valves were functioning properly post implant with no pvl. There was very poor rv function, the distal rca was identified with some difficulty due to scarring and the patient underwent CABG x1. Rv function improved. This is a 61 year-old female. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of 9 months, 25 days due to unknown reasons. The explanted valve was replaced with a 21mm 11500a inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.